Event description:
It was reported that the patient's device was found to be at 0ma. It was reported that the patient was last seen on (B)(6) 2015 and that the device was at 2ma. It is believed that a faulted diagnostic test inadvertently programmed the patient's generator to 0ma. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently lacked the software version.

Manufacturer narrative:
.